Manufacturer narrative:
Received one empty and used pump for this investigation. The pump was refilled with normal saline solution to the nominal fill volume of 100ml and a flow accuracy test was performed. The flow rate was within spec. Retained devices from lot 652573 were tested for flow rate accuracy. The pumps were filled to a nominal fill volume of 100 ml, and a flow accuracy test was performed. The flow rate was within spec. Product complaint is not confirmed.

Event description:
Pump emptied too fast (24 hours instead of 50 hours). Fill volume 100 ml and flow rate 2ml/hr. (Drug/diluent: bupivicaine 0.25%) (procedure: hernia) no adverse event occurred.